Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6, -07.00 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a longer length lens on (B)(6) 2022 from patient's left eye (os) due to low vault. This resolved the problem. Cause of the event is reported as unknown.